Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states sitting in the chair the head tube is welded too high and the right fork hits the frame on bottom of wheelchair when turning.